Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event.(B)(4).

Event description:
Same case as MDR ID# 2134265-2018-01495 and 2134265-2018-01711. It was reported that automatic pullback failure occurred. The 70% stenosed target lesion was located in the non-tortuous and mildly calcified left anterior descending (lad) artery. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled. During a percutaneous coronary intervention (pci) procedure, the pullback sled didn¿t perform the pullback smoothly when auto pullback was on. The physician tried to initiate the automatic pullback but it failed. The procedure was completed with another of same device. No patient complications were reported and the patient was safe.